Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an inappropriate anti tachycardia pacing therapy during a supraventricular tachycardia. The atrial events were falling into a pre ventricular blanking period and were misdiagnosed by the device. It was noted that the patient did not feel any effect from the inappropriate therapy and was stable. Since the issue did not repeat, the physician decided to continue monitoring the patient.